Event description:
The complainant reported that an implant procedure for a 78-year-old female patient had to be aborted as the impella cp was unable to be delivered due to the vascular anatomy's massive kinking. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. Based on the clinical information provided, the root cause of delivery issue was determined to be patient condition because of the patient¿s vascular anatomy.